Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found enclosure was stained and marked, both covers were stained and marked and pole clamp and line cord were worn. Device was filled with water, temperature check attached and powered on. The complaint unable to be confirmed; disposable alarm sounded when triggered as it should, contrary to the customer complaint. Replaced pump due to being noisy and vibrating, and problem source was determined to be other.

Event description:
Information was received that device disposable has alarm failure. No patient involvement.